Event description:
It was reported that the patient fell at about the same time as shocks were delivered. The right ventricular lead had over sensing resulting in inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.